Manufacturer narrative:
Concomitant products: 693565 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to high thresholds. It was also reported during the same procedure, when the left ventricular (lv) lead implant was attempted the competitor guide wire became stuck in the lead and was unable to be removed. During process of physician attempting to remove the guide wire, the header pin appeared to be damaged from force of manipulation. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.